Event description:
On (B) (6) 2010 the healthcare professional/reporter contacted lifescan (lfs) to report the one touch surestep flexx meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the originally provided information. On (B) (6) 2010 at 8:40 pm, the patient's blood glucose level was tested to be 430 mg/dl on the reported meter. A laboratory test was drawn and performed within 10 minutes, and the result was 170 mg/dl. Based on the meter reading, the patient's nurse gave her 16 units humulin insulin. On (B) (6) 2010 at 1:45 am, the patient was found to be unresponsive. The patient's blood glucose level was tested to be 32 mg/dl. She was treated with one amp dextrose, and was revived. At 2:05 am, the patient's blood glucose level was tested to be 185 mg/dl using the reported meter. Troubleshooting revealed the test strips were within expiration dating, the patient's hematocrit was within specifications, and control testing had been performed with passing results. The patient allegedly suffered symptoms suggesting severe hypoglycemia after being given insulin based on an elevated meter reading, and received emergency treatment with dextrose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.